Event description:
It was reported that pump displayed a cartridge change error and caller was unable to successfully load cartridge despite multiple attempts. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to inspect and clean cartridge area, remove misplaced o-ring, and attempt loading a new cartridge, but loading remained unsuccessful and caller was referred for escalated troubleshooting, with no additional information provided regarding final outcome. Cts to replace pump. Customer will use a backup pump.